Manufacturer narrative:
(B)(4). Analysis of neurostimulator model 37702, serial# (B)(4), showed that there was an internal short in the battery.

Event description:
It was reported that electrodes 4-7 had impedance values greater than 10000 ohms, two weeks after implantation. Stimulation was programmed on electrode pairs 0-3 with a voltage between .7 and 1.2 v. After 14.5 months, the neurostimulator battery was depleted. The neurostimulator battery was replaced and no patient outcome was reported. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
The initial MDR was filed as mfg. Report # 3007566237-2011-09386. Additional information received clarified that the correct manufacturing site was site #(B)(4).

Event description:
Additional information reported indicated that an end of service condition was observed. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.